Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by abbott personnel. \

Event description:
Reported due to foot break. The physician attempted an arteriotomy with the perclose proglide device after a diagnostic procedure. The procedure was performed via the left femoral artery. Fluoroscopy was performed prior to the procedure and reportedly, the vessel "looked fine." The device was inserted into the groin, pulsatile flow was established and the foot was deployed without any issue. Upon deploying the needle plunger, the device "immediately dislodged from the pt." Upon inspection of the device, it was noted that the posterior portion of the foot was missing. Fluoroscopy of the left groin to the mid-thigh was performed and the missing foot was not visualized. Left posterior tibial and pedal pulses were present. The physician consulted the vascular surgeon but not further action was taken. Hemostasis was achieved with compression and the pt returned to the floor for observation. Although requested, no additional info was available.